Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb cable was frayed and not charging the pump. It was confirmed that the pump was able to be charged with a different usb cable. Customer reported blood glucose level was not impacted. A replacement usb cable was sent to the customer.